Event description:
It was reported that the catheter was in use for four days when it separated and a portion embolized in the pt's heart. A surgical procedure was perforemd to remove the piece of catheter. There were no add'l pt complications.